Event description:
According to the reporter: the pt has experienced an allergic reaction post-op. The reaction might be due to the seven titanium clips that were used for her mastectomy in 2008. The right breast was operated on because of cancer. No device performance issues were noted during the surgery a year ago, and no pt injury was reported then. The pt has been sensitive to a variety of things and remembered having a metal allergy issue at an early age. She currently has rashes and itch. The file will be updated when new info is obtained.

Manufacturer narrative:
MDR initial report submitted: 02/11/2009.